Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The pink slide did not move forward. This indicates an unknown needle mechanism failure; the pod was not worn due to this issue.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed to the needle mechanism which was reset and redeployed without issue. Despite no damages being observed, it could not be determined when the needle mechanism deployed therefore the cause of the reported needle mechanism failure could not be determined.